Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper and stoma site infection are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in greece underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient was scheduled for catheter replacement due to the blocked patency. During the procedure, there was malodorous mucus discharge at the peg stoma site. During endoscopy, it was observed that the internal fixation plate was buried into the abdominal wall and an abscess was created. The peg tube was not removed because it required a surgical evaluation. On (B)(6) 2019, the peg tube was removed and abscess cleaning was completed. The patient will receive antibiotics for 10 days and was not hospitalized.